Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported slider unable to move forward/backward. They might have put pressure on injector to try to move slider when they try to reload the xen and it broke against the xen®45 gts. Affected eye is right. Surgery was completed with another xen. There was no eye injury.

Event description:
Healthcare professional reported slider unable to move forward/backward. They might have put pressure on injector to try to move slider when they try to reload the xen and it broke against the xen®45 gts. Affected eye is right. Surgery was completed with another xen. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the slider was placed back into the cam assembly track. For evaluation purposes in the irvine dal, the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The gel stent was not received for analysis. The reported complaint of the xen glaucoma treatment system injector was confirmed as the slider was out of the cam assembly track. The complaint regarding the xen implant could not be confirmed as the gel stent was not received for analysis. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.